Event description:
Event description cpi received information that interrogation of this implantable cardioverter defibrillator (ICD) at a follow-up visit revealed a pg fall-back fault code. The patient has not received any radiation therapy. This was the first follow-up visit since a shock was delivered in december.